Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the base handle out of adjustment and was not closing and holding properly; 6in transitional teeth were worn and needed to be replaced; shock cushion and 1/4in pin were worn. Adjustment wrench was missing; general maintenance and cleaning required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a2101 mayfield ultra base unit found not to be closing and holding properly.